Event description:
During surgery, malfunction occurred during wash cycle of brat cell saver which may have caused processed blood to be contaminated. Operator observed normal operation during fill cycle, when blood is sent to centrifuge to be spun, and then, to bag for storage. However, when machine switched to wash cycle, wash solution was seen spraying from tubing set into chamber of machine. On inspection, it appears the fluid leaked out between black seals on top of "brat pack" cannister. On closer inspection, kink was found in tubing going to waste bag. This may have caused leak between seals. Cobe was contacted and rptr described the situation to clinical support specialist who advised that all processed blood should be considered contaminated. Blood was to be discarded. A new brat pack was opened for next case and waste tubing was found to be kinked in package. Third pack was opened and found to be o.k. Clinical support specialist at cobe, was contacted about the incident and about kinked tubing in package. Rptr collected unused tubing set still in package, and outer wraps with catalog and lot numbers. Rptr was contacted by cobe and gave him detailed description of tubing and lot numbers involved. Co rep. Is a quality control engineer. He explained that new packaging from cobe should eliminate this problem. He did not feel it necessary for rptr to ship tubing set to cobe, based on their description. Problem with kinked tubing in package is a problem that cobe has previously encountered and is aware of. The brat machine, itself is functioning properly and two more cases were performed without incident. Brat operator should inspect brat pack tubing sets for tubing kinks prior to use.